Event description:
It was reported that the customer repeatedly received an alarm on the insulin pump, after clearing a battery out limit alarm. The customer's blood glucose was 22 mmol/l. The customer also received an off no power alert and the display went blank. Customer stated a low battery alarm was not received prior to the off no power alert. Customer was advised to seek medical attention for insulin needs and a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents. No damage was noted to the isolation tape. The insulin pump was monitored and no low battery alert, off no power, battery out limit alarm or other error alarms were noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.